Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), according to the physician, approximately 3 weeks post procedure with a 26mm sapien 3 ultra resilia valve in the native aortic annulus with nominal volume +1cc, the patient presented to the emergency department with complete heart block requiring chest compression (CPR). A permanent pacemaker was implanted, and the heart block was resolved. Approximately 3 weeks later, the patient presented with shortness of breath. Echo report showed the patient had paravalvular leak (pvl) that wasn't present post valve implantation. Per report, the physicians believe the pvl was caused by the chest compressions. The valve was post dilated with a 26mm commander delivery system successfully, and there was no pvl present.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak was unable to be confirmed as no imagery or medical record was provided for evaluation. As reported, approximately 3 weeks post implantation, patient experienced completed heart block, which required chest compressions and implantation of a permanent pacemaker. 3 weeks post event, the echo report showed the patient had paravalvular leak (pvl) that wasn't present [immediately] post valve implantation. Physicians believe the pvl was caused by the chest compressions. The valve was post dilated with a 26mm commander delivery system successfully, and there was no pvl present. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre operative co morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, patient underwent chest compressions. It is unknown the level of force or technique used for chest compression; however, this external force may have impacted the valve position and/or form. As the post-dilation resolved the pvl, it may have corrected the expansion or positioning of the valve. As such, available information suggests that may procedural factors (chest compressions) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.